Manufacturer narrative:
Date sent to FDA: 4/16/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had revision surgery on (B)(6) 2014 during which the surgeon noted the ilioinguinal nerve had become entrapped by the left inguinal mesh. No additional information is provided.